Event description:
The customer reported high blood glucose readings followed by low blood glucose readings. The high pressure test was performed and insulin leaked from the reservoir during the test. The blood glucose reading was 206 mg/dl at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.